Event description:
The customer called with a complaint that their meter is dead and that new batteries were just installed. Replacement batteries were sent to the customer, but during subsequent troubleshooting it was determined that there were missing segments from the display. A request was made to have the meter returned for evaluation. In the meantime, a replacement unit was provided. The customer has been invited to contact the co's 24/7 customer service line should any problems or questions arise.